Event description:
It was reported that an edwards' aortic valve was explanted at implant, and replaced with same model valve. The subject valve was implanted with simple stitches. An echo was run, and a perivalvular leak was discovered. The surgeon then implanted another valve of the same model and size, but with pledgeted sutures. The surgeon confirmed that there was nothing wrong with the valve.

Manufacturer narrative:
Evaluation: method = device not returned (discarded). Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspection. There has been no information to suggest a device malfunction related to this explant.